Event description:
Updated event description: it was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted with the distal common bile duct, during a biliary stent placement procedure performed on (B)(6) 2010 as part of the clinical trial (B)(4). According to the complainant, the distal biliary stricture was secondary to chronic pancreatitis. The patient's chronic pancreatitis was diagnosed in 2006. On (B)(6) 2010, a pre-study cholangiogram revealed a distal biliary stricture. The stricture had previously been treated with a sphincterotomy, dilatation and a plastic stent. A sphincterotomy was not performed during the study stent placement procedure. The previously placed plastic stent was removed and the wallflex stent was deployed in a satisfactory position across the stricture. The stent was positioned to extend 1-2mm past the papilla (a transpapillary placement); however, at some point the stent migrated a couple of millimeters toward the liver. Due to this, the stent ends in the level of the papilla rather than across it, and a bit out of the duodenum. This caused a normal tissue reaction of ingrowth at the level of the papilla. On (B)(6) 2010 the patient experienced an onset of pancreatitis. The onset was considered to be an advance of the chronic pancreatitis. The patient presented with shivering and fever and was admitted to the hospital on (B)(6) 2010. On (B)(6) 2010, an endoscopic retrograde cholangiopancreatography (ercp) was performed to rule out stent occlusion and showed "good drainage of the study stent." The ercp confirmed that the stent was patent and in the correct position. The following observations were also noted during the ercp: duodenum edematous; inflamed swelling of the septum proximal to the papilla; distal stent end closes straight at biliary ostium; well integrated, aerobilia, quick contrast drainage. The patient was discharged on (B)(6) 2010, free of pain. On (B)(6) 2010, the patient was admitted to the hospital with chills, fever, weakness, and exhaustion. That same day, liver function tests were performed, as well as an ultrasound. The ultrasound showed the stent was in place, but also revealed enlarged left intrahepatic biliary tracts and splenomegaly (known). Due to the fever and increase in crp (c-reactive protein), a diagnostic ercp was performed (B)(6) 2010. The patient's history of chronic pancreatitis with dhc (common hepatic duct) stenosis was confirmed. Ercp findings revealed cholangitis (most likely ascending), and stated that the stent could be seen in the papilla area only over approximately 25% of the circumference and seemed in-grown. The physician stated that a stent placed in the common bile duct that bridges the papilla may result in ascending cholangitis because duodenal fluids can get into the common bile duct. There was no positive blood culture and there was no purulent bile at the time of the ercp. There was also good drainage of contrast agent via the stent/papilla. The patient was treated with antibiotics and discharged on (B)(6) 2010. The patient's condition was reported to be "fine," and the event resolved without residual effects. Lab tests revealed falling infection parameters, ggt =534 and ap=774. The stent remains implanted. At a follow-up visit on (B)(6) 2010, the patient showed no symptoms of biliary obstruction. On (B)(6) 2010, the patient was admitted to the hospital with an acute episode of pancreatitis. The patient received medication and was discharged on (B)(6) 2010. In the physician's assessment, this episode of pancreatitis was unrelated to the stent. The event was reported to be resolved without residual effects and the stent remains implanted.

Manufacturer narrative:
Additional information: it was reported to boston scientific corporation on april 19, 2010 that the onset of pancreatitis began on (B) (6), 2010; however the patient was not admitted to the hospital until (B) (6), 2010. This report pertains to a current clinical trial: "(B) (4)" a review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. The most probable root cause is use/user error. This root cause is assigned due to the fact that the dfu / product label states that the wallflex biliary rx fully covered stent system is contraindicated for "placement in biliary strictures caused by benign tumors, as the long-term effects of the stent in the bile duct is unknown."

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was implanted within the distal common bile duct on (B) (6) 2010. According to the complainant the stent was successfully placed within the distal common bile duct. The biliary stricture was secondary to chronic pancreatitis. On (B) (6) 2010 the patient was hospitalized for pancreatitis. The patient presented with shivering and fever, which the physician considered to be an advance of the pancreatitis. An endoscopic retrograde cholangiopancreatography was performed and revealed good drainage of the stent. The stent was confirmed to be patent and in the correct position. The patient was discharged on (B) (6) 2010, free of pain.

Manufacturer narrative:
Additional information received on (B)(4) 2010. (B)(4): medical intervention required, hospitalization, medicated, cholangitis, pancreatitis. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific (B)(4) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Cholangitis, fever, pancreatitis, stent occlusion, tumor ingrowth through the stent, and stent migration are listed in the dfu for this product as potential complications related to the use of this device. Based on this information, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was implanted within the distal common bile duct on (B) (6), 2010. According to the complainant, the stent was successfully placed within the distal common bile duct. The biliary stricture was secondary to chronic pancreatitis. On (B) (6), 2010, the patient was hospitalized for pancreatitis. The patient presented with shivering and fever, which the physician considered to be an advance of the pancreatitis. An endoscopic retrograde cholangiopancreatography was performed and revealed good drainage of the stent. The stent was confirmed to be patent and in the correct position. The patient was discharged on (B) (6), 2010, free of pain.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was implanted within the distal common bile duct on (B)(6), 2010. According to the complainant the stent was successfully placed within the distal common bile duct. The biliary stricture was secondary to chronic pancreatitis. On (B)(6), 2010 the patient was hospitalized for pancreatitis. The patient presented with shivering and fever, which the physician considered to be an advance of the pancreatitis. An endoscopic retrograde cholangiopancreatography was performed and revealed good drainage of the stent. The stent was confirmed to be patent and in the correct position. The patient was discharged on (B)(6), 2010, free of pain.

Manufacturer narrative:
(B) (6). (B) (4) (pancreatitis). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Based on this information, the most probable root cause is anticipated procedural complication. Fever and pancreatitis are listed in the dfu for this product as potential adverse events related to the use of this device.